Manufacturer narrative:
No device malfunction is alleged. A review of the device lot history records indicated the probe met all specifications and passed all manufacturing tests. System logs were reviewed and confirmed that no error messages occurred during the ablation. Post-ablation development of a pulmonary artery pseudoaneurysm leading to hemoptysis is a rare, but known, potential complication associated with thermal ablation in the lung.

Event description:
On (B)(6) 2016, the physician used 2 certuspr probes to ablate a colo-rectal met in the lung. Both probes delivered 65w for 7 minutes. An additional 2 minutes at 65w was delivered on 1 of the two probes. Post procedure imaging determined the case to be technically successful (the ablation zone covered the target with margin). No errors were observed during the ablation and no device malfunction is alleged. On (B)(6) 2016, the patient was admitted to the ER due to hemoptysis. A CT scan revealed a pseudoaneurysm. A coil was placed and the bleeding ceased. Patient remained hospitalized for approximately 1 week without further complication.